Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the unintended movement of the device and chordal rupture requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was successfully placed at medial a2p2. A second clip delivery system (cds) was advanced to be placed lateral. When trying to advance the cds to the left chamber, the clip was moving in an unintended way. The cds was attempted to be pulled back however resistance was noted as the clip became caught in the chordae; therefore the clip was inverted and pulled back to the left atrium (la). The cds was advanced and positioned at the planned location however after grasping, the mr did not decrease. It was then noted there was a small prolapse at a2 and it was thought that the chordae was ruptured when positioning the cds. The clip was placed, reducing mr to 2+ but then increased to 3+. The procedure was aborted at this time. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and a definitive cause for the reported unintended movement (dc shaft positioning issue) and difficult to remove from anatomy could not be determined in this incident. Additionally, the reported tissue damage appears to be due to user technique/procedural circumstance. The reported patient effect of mitral valve injury tissue damage is listed in the mitraclip system instructions for use as a known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.